Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed exit block secondary to epicardial right ventricular (rv) lead placement. The patient is programmed to managed ventricular pacing mode as they rarely pace in the ventricle. The rv lead remains in use. No patient complications have been reported as a result of this event.